Event description:
It was reported that the burr detached. The target lesion area was located in a severely calcified left main (lm) coronary artery. A 1.25mm rotalink plus was selected for use. During procedure, after several ablations of the lesion, the device was removed from the patient. However, it was noted that the burr was missing from the rotalink plus. The cine was checked, and it was confirmed that the burr detached. The burr was in the lm. The burr was removed by pulling out the rotawire from the patient's body as the detached burr was captured on the rotawire. The procedure was completed with another of the same device. No patient complications were reported and the patients status was stable. It was further reported that the target lesion was 90% stenosed and mildly tortuous.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The advancer, handshake connections, sheath and coil were microscopically and visually examined. The coil is stretched and broken 136.5cm from the strain relief. The separated burr was returned on a rotawire with no damage visible. The detached burr was removed from the rotawire with no restriction. Microscopic examination of the detached burr revealed that the annulus was damaged/fishmouthed. Which is consistent with damage seen with the use of a rotawire. The broken coil is visible in the proximal end of the burr. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the burr detached. The target lesion area was located in a severely calcified left main (lm) coronary artery. A 1.25mm rotalink plus was selected for use. During procedure, after several ablations of the lesion, the device was removed from the patient. However, it was noted that the burr was missing from the rotalink plus. The cine was checked, and it was confirmed that the burr detached. The burr was in the lm. The burr was removed by pulling out the rotawire from the patient's body as the detached burr was captured on the rotawire. The procedure was completed with another of the same device. No patient complications were reported and the patients status was stable.